Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.

Manufacturer narrative:
Correction: the correct brand name is: 'bia400 implant 4mm w abutment 8mm', not 'flange fixture and abutment' as previously reported. The correct common device name is cochlear baha connect system, not 'lxb' as previously reported. The correct product code is: mah, not 'lxb' as previously reported. The correct catalog # is: 93330, not 92131 as initially reported. The correct 510(k) number is 'k121317', not 'k984162' as previously reported. This report is submitted july 5, 2017.